Manufacturer narrative:
The device history record was reviewed and confirmed the device lot was manufactured to specification. Statements from instructions for use packet include, "for articulator & carr-locke injection needles only: "carefully remove the tip protector from the distal tip of the needle. Actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end. The spring-loaded handle assists in needle retraction; however, always visually check the retraction as well. Note: do not stretch the device because stretching may cause the needle projection length to be altered. To lock the needle in the out position, gently press the proximal luer until it meets the handle's luer, and then slowly twist the proximal luer clockwise until the two luers are fully engaged." Steris has requested the device subject of the event to be returned for evaluation. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their articulator injection needle was not operating properly causing a procedure delay. The user facility personnel used an additional device to complete the procedure. No report of injury.

Manufacturer narrative:
Six unused devices from the same lot were returned by the user facility for evaluation. All six devices deployed and retracted as expected. A syringe was able to attach to all six luers without issue and the luers were able to lockdown to the handle assembly without issue. The device subject of the reported event was not returned for evaluation. Without the return of the device subject of the reported event the cause of the reported issue cannot be determined. The distributor offered in-service training on the proper use and operation of the articulator injection needle; however, the user facility declined. No additional issues have been reported.